Event description:
"On or about (B)(6) 2010", a sparc sling was implanted "with the intention of treating the plaintiff for stress urinary incontinence, pelvic organ prolapse and cystocele." Plaintiff's attorney has alleged that, "after and as a result of implantation of the sparc," plaintiff "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections," and other injuries. It was reported that plaintiff's urinary incontinence and lower abdominal/back pain recurred, resulting in a mesh revision surgery "on or about (B)(6) 2012." It was also alleged that, "as a result" plaintiff was injured in her health, strength, and activity, and severe mental and physical pain and suffering. Also alleged, plaintiff suffered hardening, worsening dyspareunia and will likely have some disability.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.